Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the c500 was grey and restarted twice and the patient was bagged. There is no information if the vent stopped working but a restart was logged on the reported date of event. There was no injury to the patient.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The concerned device consists of the cockpit c500 with a touchscreen as display, input and monitoring unit and the ventilation unit vn500, which performs the ventilation. The device log file provided basis for the investigation by the manufacturer. Analysis of the logged entries revealed that the device performed reboots of the cockpit and ventilation unit. This corresponds with the reported grey screen of the cockpit c500. The logged alarms and error messages indicate a malfunction of the pcb pi-power. In case of such an internal deviation, the safety software of the device triggers a device warmstart in an attempt to solve the problem. In the event of a reboot of the ventilation unit the ventilation stops for at maximum 8 seconds, the safety valve opens against ambient to allow for spontaneous breathing and the cockpit generates a visual and audible alarm. After a successful reboot the therapy continues with the set parameters, and the device alarms accordingly. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.